Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies and resumed insulin delivery. Customer's blood glucose was in 200-300 mg/dl range.